Manufacturer narrative:
An additional lot number was reported (lot #m003390). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked from the septum after the cartridges were filled with insulin. A new cartridge was successfully loaded to address the event. Blood glucose was 304 mg/dl.